Event description:
It was reported that a cassette leaked, resulting in medication exposure to the pump, including leakage into the pump. There was patient involvement, and any potential adverse effects are unknown.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.